Manufacturer narrative:
Additional information: g3 correction: b1, b2, h1, h2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to dialysis treatment, a hole/tear was found in arterial lumen near the hub. The catheter been in place for 248 days. There was nothing unusual noted aside from the hole on draw. Arterial draw only pulled air, was not flushed. Venous lumen had good draw and flushed. It was not documented if there were other products utilized, but they think a statlock may have been used with the line at one point. It is a protocol to move the clamps to a new location after each treatment but it was not always followed. 70% isopropyl alcohol was used to clean the lumen ends and tegos, and chlorhexidine to clean the rest of the line. It was a protocol allow the cleaning agent(s) to dry thoroughly prior to applying ointment(s) to the area but it was not always followed by the staff. The patient ended up with delayed hemodialysis (hd) treatment for 23 hours. The damaged reported product was removed and the patient had to undergo temporary line insertion the day after the event. Patients were automatically admitted if they have a temp line and typically, we would just remove/replace the line, but there were no interventional radiologists available, hence the long admission. The patient was admitted to hospital to await another permacath insertion. They considered the admission and two lines insertion as injury to the patient. Each line attempt can reduce the amount of access the patient can have in the future, and can cause narrowing in the central vessels, further potentially causing harm. There was no medication provided to the patient due to the reported issue. There was no blood loss and blood transfusion was not required. There were no current patient concerns.